Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a 1 mm puncture, which was noted 1.0 cm distal to the proximal hub of the sheath. Two wrinkled bulges were also observed distal to the puncture. Hash marks were noted proximal to the puncture. No puncture or damage was visible on the outer pouch that would correspond to the damage found on the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the performer introducer was "found in it's damaged packaging at the base of the device. Pierced introducer." The complaint device never made patient contact. No clinical consequences experienced. Further clarification of the device damage was attempted without success. Upon the manufacturer's preliminary visual inspection of the returned complaint device on (B)(6) 2018, a puncture was observed on the shaft of the sheath.